Event description:
This is a report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal and extraneal viaflex therapies was not reported. During a follow up call by baxter product surveillance regarding an unrelated issue, the following was reported by the nurse. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient received unspecified treatment for peritonitis. No further clinical information was reported at the time of this call. On (B)(6) 2012 baxter product surveillance contacted a pd nurse (pdn) and received the following additional information. The pdn clarified that the cause of the peritonitis was due to touch contamination by the patient (details not provided). The pdn confirmed the patient was retrained/re-educated on proper aseptic procedures for pd therapy. Per the nurse, the patient was treated with unspecified antibiotics and has recovered from the peritonitis event. Concomitant medications were not reported. The pdn confirmed the cause of the peritonitis was due to use error due to a break in aseptic technique by the patient described as touch contamination. The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by patient described as touch contamination. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: baxter global pharmacovigilance followed up with the peritoneal dialysis nurse (pdn) and received the following additional information. On (B)(6) 2011, the patient began treatment with dianeal low calcium (cal) ambuflex, 9.5 liter (l), intraperitoneally (ip), nightly and extraneal, 1.5 l , ip, nightly as a last fill for peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient experienced a "hazy bag", and was diagnosed with peritonitis on the same day. On (B)(6) 2012, the patient received a loading dose of vancomycin 1500 mg, ip, followed by vancomycin 1000 mg, ip, every 3 days for 2 weeks (unspecified start/stop dates (B)(6) 2012) for the peritonitis. On (B)(6) 2012, the patient started ciprofloxacin, 750 mg, orally, twice daily, stop date unknown, for the peritonitis. On (B)(6) 2012, the pdn reported the peritonitis was resolved. Pd therapy was ongoing. The peritonitis and touch contamination were not related to any baxter pd solution, device, or disposable parts.